Event description:
Hole on cdc. When starting up the dialysis machine it alarmed for air bubbles. When closed with a clamp, the catheter splashed blood from the red extension leg. There is a small hole in the catheter.